Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up with the initial reporter and obtained the following additional information: the procedure was not converted to multi-port; the hospital had an additional sp system that we were able to bring into the room to complete the procedure which was completed with no further complications.

Manufacturer narrative:
The reported event was addressed with phone support. The customer declined service and the system will be de-installed. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, site representative called during procedure to report error while grasping tissue which led to a non-recoverable fault. During the call, the emergency stop was pressed so the instrument could be removed from the tissue and from the affected arm drive. The customer performed a hard power cycle, after which the system powered on with a message to remove obstruction from the foot tray and subsequently generated a non-recoverable fault. Another hard power cycle was performed and non-recoverable fault persisted. The customer decided to bring in another robotic system and tower to continue the procedure. The procedure was converted to another system with no reported injury.